Manufacturer narrative:
Follow-up from 08-sep-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to product technical issue reported in the context of a complicated device removal. The ae case refers to a usability issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and over the 8 years she had a weakened immune system (interpreted as immunodeficiency) and heavy blood clots/bleeding (interpreted genital bleedings). During surgery, it was noted that the coil had perforated though the right tube (fallopian tube perforation). She had her tubes removed after 8 years and she started feeling better a day or two after surgery. However, a fluoroscopy scan performed afterwards showed that the essure had broken off during removal on both sides of her uterus (interpreted as device breakage). Almost a year later, she had a partial hysterectomy for essure complete removal. After that, she recovered from all pain and joint aches. The immunodeficiency is unlisted while the genital bleeding, fallopian tube perforation and essure breakage during removal are listed in the reference safety information for essure. In this particular case, the consumer experienced a weakened immune system and genital bleedings during essure use. Considering the compatible temporal relationship and lack of information, the genital bleeding, perforation and device breakage are assessed as related to essure. In contrast, although the temporal relationship is compatible, considering the nature of this event and the localized action of essure, it is unlikely that essure could interfere in the immune system (unrelated). This case is regarded as incident since a device removal was required. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2005. The consumer reported that over the 8 years that she was implanted her body had a weakened immune system, heavy blood clots and bleeding, chronic pelvic pain and inflammation, joint swelling, fatigue. She reported her tubes felt as if there was a fire poker in them. She reported the doctors did ultrasounds and x-rays and said everything looked fine. The noted onset of her side effects was after 2 years of implantation. She had her tubes removed in (B)(6) 2013. The doctor attributed the pain she was suffering to the coils without a doubt. She stated the doctor and the nurses in her surgery were shocked to find that the coil had perforated through the right tube; she started feeling better within a day or two of surgery. Later she had to get a fluoroscopy scan of her uterus as she had some twinges of pain and inflammation after the initial surgery. The fluoroscopy showed that the essure had broken off during removal on both sides of her uterus and the only option for complete removal was a partial hysterectomy. In (B)(6) 2014, at age of (B)(6), she had a partial hysterectomy. She stated that all of her pain and joint aches were gone essure was the culprit behind many years of suffering. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and over the 8 years she had a weakened immune system (interpreted as immunodeficiency) and heavy blood clots/bleeding (interpreted genital bleedings). During surgery, it was noted that the coil had perforated though the right tube (fallopian tube perforation). She had her tubes removed after 8 years and she started feeling better a day or two after surgery. However, a fluoroscopy scan performed afterwards showed that the essure had broken off during removal on both sides of her uterus (interpreted as device breakage). Almost a year later, she had a partial hysterectomy for essure complete removal. After that, she recovered from all pain and joint aches. The immunodeficiency is unlisted while the genital bleeding, fallopian tube perforation and essure breakage during removal are listed in the reference safety information for essure. In this particular case, the consumer experienced a weakened immune system and genital bleedings during essure use. Considering the compatible temporal relationship and lack of information, the genital bleeding, perforation and device breakage are assessed as related to essure. In contrast, although the temporal relationship is compatible, considering the nature of this event and the localized action of essure, it is unlikely that essure could interfere in the immune system (unrelated). This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.